Manufacturer narrative:
(D10) concomitant device(s): 1694624 232-03-03 - optetrak asy, cr porous femoral, sz 3, right. 1987224 200-02-32 - three peg patella 32mm. 2097032 200-04-33 - cemented finned tib. Tra sz 3f/3t.

Event description:
It was reported that this 58 y/o female patient was revised approximately 5 years post op initial tsa. In (B)(6) 2014, the tibial plateau was replaced and the patella was implanted. Reason for the revision was not provided.